Manufacturer narrative:
(B)(4). Upon inspection of the returned bags, it was apparent that the secondary bag had 2 small cuts adjacent to the spike port. The location of the cuts were consistent with where a metal spike (also returned with the disposables, not caridianbct device) could impact the bag if due care is not taken when spiking the bag. When these cuts occurred, and/or whether they are related to the observed contamination remains undetermined. Both DHR and sterilization review for this lot number 08p2107 indicated no mfg anomalies occurred during production. A definitive root cause for this incident remains undetermined at this time. No other similar events for this lot number have been reported to date. Conclusion: a definitive conclusion cannot be made, but it appears that the tubing set was damaged by the operator when spiking the bag.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Secondary platelet bag of double platelet product showed clots after 5 days microbiological investigations found (B)(6). This report is being filed due to the potential for injury from contaminated platelet product. Customer declined to provide pt identifier info.